Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by poor internal hygiene? Was there any foreign matter found on the product inside of the packaging? If yes, please describe what was found? Or was the integrity of the packaging compromised in any way? Any hole tear or puncture observed causing the poor hygiene?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a reservoir was connected to a drain. It was reported that there was inadequate vacuum mechanism and poor internal hygiene. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what do you mean by poor internal hygiene? Has any foreign material been found on the product inside the package? It was not reported has the integrity of the packaging been compromised in any way, any hole or perforation observed causing poor hygiene? Not informed by client. The product has been discarded by the customer, will not be sent for analysis.

Manufacturer narrative:
Product complaint # (B)(4).